Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl approximately three hours after lunch on the first day of ilet use during a car ride, leading to device shutdown, inspection of the infusion set for a bent cannula with none observed, and use of backup subcutaneous insulin per guidance to wait at least two hours before reconnecting. Symptoms included high blood glucose. Outcomes included no hospitalization or injury reported. Investigation included remote troubleshooting and education on infusion site alternatives and reconnection timing. Investigation of this case revealed no visible cannula deformity and no device alarm or malfunction reported, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.